Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. The exact cause of the reported event could not be conclusively determined. However based on the report of the service department of the olympus china, omsc surmised there was the possibility this phenomenon was attributed to the failure of the sdi circuit. That the failure of the sdi circuit might been occurred due to the electrical component damages because the static electricity in the subject device or its peripherals were discharged into the core wire of the subject device cable when the user connect the sdi cable to sdi [1] in connector. Or omsc surmised there was the possibility this phenomenon was attributed to the failure of sdi component due to the disturbance noise. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has been not returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image input from the sdi 1 in connector was not displayed on the subject device at the unspecified timing. The service department of olympus (B)(4) checked the subject device and found that the image input from the sdi 1 in connector was not displayed, however the image input from the sdi 2 in connector was displayed. Also the exterior and inside of the subject device had no abnormality. Furthermore the service department of olympus (B)(4) could duplicate the reported phenomenon and the image input from the all connectors of the subject device was displayed without problem except the sdi 1 in connector. Furthermore the service department of olympus (B)(4) identified that the reported phenomenon was attributed to the failure of the electrical circuit board of the subject device. There was no patient injury associated with this report.